Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting a low pre-implant monitoring battery voltage. The device will be returned to guidant for analysis.